Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. Analyst commented, since (B)(6) 2015 rv lead oversensing observed in save to disk data. (B)(4).

Event description:
It was reported that during use the right ventricular (rv) lead exhibited inner insulation breach, due to oversensing of artifacts on rv bipolar. Sustained occurrence since months. Several non sustained ventricular tachycardia (vt) documented with conspicuous electrogram episodes, and short interval counts (sic) for several months. The rv lead was capped, abandoned and replaced with a different lead. No patient complications have been reported as a result of this event.